Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-21110 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets leakage on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available